Event description:
The controller we changed this week had the controller fault alarm, and he was brought to clinic and his device was not identified as part of the high-risk group for non-restart by medtronic. When the driveline was switched over to the new controller, the pump did not start for 35-40 secs, the connections were redone, and the pump finally started after the 3rd attempt. The patient experienced dizziness but was hemodynamically stable with no untoward consequences. Physician involved reported this to FDA via medwatch.